Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the current medical records provided, it is unclear if the flat mesh caused or contributed to the issues occurring after the implant as there were multiple surgical revisions performed due to the rectal perforation sustained from the non-bard davol pinnacle mesh. The medical records indicate the patient experienced some extrusion of mesh. Extrusion of mesh is listed as a possible adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records and provided to davol by the patient's attorney: on (B)(6) 2010 - the patient was diagnosed with uterine prolapse, cystocele and rectocele. The patient underwent a total vaginal hysterectomy, anterior colporrhaphy with davol flat mesh, posterior non-bard davol "pinnacle" colporrhaphy, perineorrhaphy, cystoscopy, uterosacral suspension and sacrospinous fixation. Post operatively the patient developed some cardiac issues and was returned to the hospital. Upon admission the patient was found to have chf and also, upon CT scan the patient was noted to have "an extensive amount of air in the retroperitoneal space from the level of the gluteus maximus up to the periaortic." Operative notes indicated a surgical complication of "rectal perforation with mesh during posterior pinnacle colporrhaphy." On (B)(6) 2010 - the patient underwent a two part procedure in which the non-bard davol mesh was revised/partially excised and a temporary colostomy was created in order to allow the rectum to heal. A week later, based on provided office notes the patient was brought back to the or as more of the posterior pinnacle mesh was palpated. No operative details were provided however the notes provided indicate the rest of the non-bard davol mesh was removed at this time. On (B)(6) 2010 - patient had a six week post op visit. Upon vaginal examination the md noted "the anterior vaginal wall looks very pale and thin." "There are some areas where it feels like the mesh (davol flat) is palpable through the vaginal mucosa of the anterior wall. On rectal exam there is no mesh and her support between the vagina and the rectum appears to be good." On (B)(6) 2010 - patient underwent a surgical follow up. "On exam there was a tag of yellow, necrotic looking tissue which is in the midline." The md further noted "just to the right there was a filament of the mesh (davol flat) sticking out, which was grasped with a hemostat and cut. Once that was done, there was still one additional area that was palpated to be sharp, but could not be seen, even using a coloscope. There were several other bits of mesh (davol flat), or suture that were seen along the midline of the anterior wall, and a could of there were trimmed, but there was another end of suture that could be felt but not seen." The md prescribed estrogen cream and planned to monitor for improvement. On (B)(6) 2010 - patient had a third surgical follow up. On exam the md noted "feeling the area on the right side more distally, there are 2 area that felt a little sharp, but there areas are covered with mucosa. There is nothing actually protruding that could be easily trimmed without cutting into the vaginal mucosa. It does appear much better than last exam."